Event description:
A home patient (hp) contacted baxter's technical service center regarding a home choice (hc) therapy and reported feeling overfilled in fill 1 cycle. The patient also reported pain and abdominal bloating. Per initial report, baxter's technical service representative (tsr) assisted the customer during the initial contact. The hp stated getting overfilled in fill 1 cycle. The hp stated that she filled with a manual bag (2200ml) just prior to getting on the hc. The hc drained 891ml and went to fill cycle. The hp stopped fill at 1572ml and called customer service. The tsr put the hp into manual drain. The patient drained 3423ml out. The hp suspected malfunction of the hc. The tsr explained the need for a device evaluation, and the hp agreed to return the device. The tsr reviewed therapy with the hp. The hp stated she knew how to program the hc. The hc initial drain alarm was set at less than 70% of the last volume infused at 500ml. The patient used 2.5% concentration dextrose for the previous last fill. The nurse was contacted and informed regarding the overfill incident in 2008. The nurse was also informed regarding the initial drain alarm setting on the machine being less than 70 % of the last volume infused and that the cycler was being sent back to baxter for evaluation. The nurse said that the patient did not report any problems to her. There was no patient injury or medical intervention per the nurse. The nurse will check with the patient and make sure the new cycler is programmed correctly.